Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra for unspecified reasons. The left side of the spectra was explanted. There were no patient complications reported.